Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device after an iliac stenting interventional procedure. Reportedly, after removal of the plunger a suture and a second suture forming a loop were observed. The loop was cut and the device was removed. Hemostasis was not achieved. It was observed that one suture had not connected to a cuff, but was stuck in a knot. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo; sheath: cordis 6f; stent: omnilink elite. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was not confirmed. The analysis of the returned device was limited due to key components not returned for evaluation. The evaluation of the components returned revealed there was no damage and the components were normal. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.